Event description:
On (B) (6) 2010, competitor reported that pt stated she received an occlusion alarm on (B) (6) 2009. Competitor stated pt reported she did not change the infusion set or the infusion site and now her blood glucose is elevated. Competitor reported pt stated the infusion device sounded very slow to prime and was pushing the insulin out but was very slow. Competitor stated pt reported she did take a corrective by syringe for a blood glucose of 300 mg/dl. Competitor reported pt stated she was disconnected from the infusion device. Pt is using competitor's infusion device. Competitor had pt do a manual prime and she could not push out any insulin. Competitor reported they advised pt to go home and do a complete set up change. Competitor reported pt stated the occlusion occurred 2 times last week while priming and she changed the complete set up and fixed the alarm. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Competitor requested return of the cartridge and infusion set; no product has been received.

Manufacturer narrative:
No product will be returned for evaluation.